Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 488 mg/dl. The customer reported that the sugars been running high because she was sick. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.